Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that ever since thursday they had an ongoing migraine and it wouldn't let up at all, it was causing them to not see and they couldn¿t lift their head up, and it hurt so bad. It was the most severe headache that they had ever had. The patient made a comment regarding the pump not appearing like it was turned on because of how they were feeling, but per the agent the patient was extremely difficult to hear and understand. The patient had attempted to contact their doctor to let them know that something wasn¿t right, but they couldn¿t do anything until friday (tomorrow), and they were only able to speak to the nurse who didn¿t know what was going on. The patient stated that they feel like they are being tortured, and nobody is helping them, and they can't make it to the doctor¿s office because of their current condition. The patient stated that they were told that spinal cord fluid leaked and that was what was causing the migraines, but it had been going on since thursday and was not letting up. The patient later stated that they told the doctor about it last thursday. The patient stated that their daughter was there but abandoned them so now they did not have anyone to care for them. It was noted that the patient was crying and escalated throughout the call. Additional information was received on august 08, 2025, from a healthcare provider via a company representative who reported that the cause of the csf (cerebrospinal fluid) leak was unknown, and the patient stated that the nurse had told them this information. The device system was explanted.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-apr-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that having a "glue in the glass for 7 days" and "it ends up being glue". The patient also mentioned about something about their "stomach" and ¿they are trying to get back together¿. The agent noted the patient was really hard to understand and let the patient know that the event was all documented.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they had complications with the pump and had to be admitted to the hospital for 6 days. The patient stated that they had the pump taken out emergently because it ended up being infected and it affected their whole belly area. The patient stated that they had been in agonizing horrible pain. Per the patient, the pump had been delivering morphine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.